Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). On 05-nov-2018 arjo representative became aware of the event with the involvement of arjo system (maxi move lift and sling). It was reported that during patient transfer right shoulder sling clip has broken into pieces and as a result sling clip attachment at one point (out of four) disconnected from the device spreader bar. As a consequence of the event, the patient slipped out of the sling on the bed. There were no injuries reported. The arjo representative visited the facility to obtain more information about the event. During an interview with facility staff, it was clarified that before the transfer, the caregiver noticed that the sling clip had a small bent. Despite this fact caregiver decided to use the defective sling. Based on photographic evidence attached to the complaint showed that the clip broke from left to right site. From previous investigations into similar problems, it is concluded that the damage to the clip is not likely to have occurred during or due to on-label use. All sling clips outperform their specification, except when damaged. Following the clip sling instruction for use - document max01510.int issue 3 contains the following information: "do not use mechanical pressure - pressing or rolling, during the washing or drying procedures". "The useful life expectancy of the arjo sling is approximately two years providing the sling is used under normal usage conditions and is regularly cleaned, decontaminated and examined in accordance with arjo recommendations." Following the maxi move instruction for use - document 001.25060.en rev. 10 contains the following information: "caution: if in doubt about the correct functioning or lack of performance of the maxi move, do not use it and contact the arjohuntleigh service department." The test results showed that the "grey" clips (model that was involved in the complaint), after the years of usage, were still performing over the pull strength capacity needed for safe use - still, hold around 200 kg of pull on one clip (where typically the weight of the person being transferred is partitioned over four clips). During normal, intended use, the force that comes onto a clip is a downward pull force. Sideways forces are minimal and can only exist in a limited angle. Based on our tests performed, we can assume that the "grey" clips in the sling can still take three times the weight that is likely to come on them during on-label use. In this event, we can clearly see, based on the photos attached, that the clip broke from left to right site. It is impossible that the clip had been broken by itself when is using according to instruction for use. Based on analysis of previous complaints, a breakage of a clip from left to right is expected to occur when a clip is pinched with a force much higher than the force it will normally receive during use. The force needed could come from a steam-powered washing press, or similar, combined or followed with a sharp blow of mechanical force. This pressure is not present during the intended use of the sling as described in the after sales documentation of sling and lift device. To conclude, while the incident occurred the maxi move device and the clip sling was being used for patient transfer. The sling and the lift which work as a system were not up to the manufacturer's specification because the sling clip was broken. Complaint decided to be reportable based on the potential of serious injury if the incident would re-occur.

Event description:
On (B)(6) 2018 arjo representative became aware of the event with the involvement of arjo system (maxi move lift and sling). It was reported that during patient transfer right shoulder sling clip has broken into pieces and as a result sling clip attachment at one point (out of four) disconnected from the device spreader bar. As a consequence of the event, the patient slipped out of the sling on the bed. There were no injuries reported. The arjo representative visited the facility to obtain more information about the event. During an interview with facility staff, it was clarified that before the transfer, the caregiver noticed that the sling clip had a small bent. Despite this fact caregiver decided to use the defective sling. Based on photographic evidence attached to the complaint showed that the clip broke from left to right site. From previous investigations into similar problems, it is concluded that the damage to the clip is not likely to have occurred during or due to on-label use. All sling clips outperform their specification, except when damaged.